Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had numbness in his right arm. A CT scan performed at a local hospital that showed that the pt had a brain bleed. The doctor at the local hospital reported that "I don't want to transfer him to (B)(6), how do I reverse the anticoagulation? Don't know what (B)(6) can offer that we can't. Pt sedated, unresponsive, obtunded and planning withdrawal of care". A repeat CT brain showed midline shift. (B)(6) explained possible vitamin k and ffp. The pt was "do not resuscitate" and became tachycardic, hypotensive, and the implantable cardioverter-defibrillator was off. The pt went into ventricular tachycardia/ventricular failure and expired.

Manufacturer narrative:
The pt expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.